Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient developed a hematoma. Surgery was performed to evacuate it from the device pocket. During the surgery noise and oversensing occurred, which resulted in pacing inhibition. The noise was due to the electrocautery. The device was interrogated after the surgery, and deemed to be operating normally. This crt-p remains in service. No additional adverse patient effects were reported.